Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission revealed that the atrial channel of the pacemaker exhibited fluctuating p-wave amplitudes, resulting in intermittent atrial under-sensing of small p-waves that were preceded by larger amplitude p-waves. No interventions or changes were reported and no patient consequences were reported.